Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 368 mg/dl resulting in customer falling on stove and being burned. Suspected cause was due to customer being unable to load cartridge. Additionally, it was reported that an unspecified malfunction alarm occurred. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.